Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was performed. The device was returned for analysis.